Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported by the patient's son that: "my mother was a patient in (B)(6) hospital, admitted for urinary tract infection. The nursing staff dropped her in the process of using the commode and she had a right distal femur fracture extending to her pervious right knee replacement. She had surgery to repair the femur fracture to include replacement of her prior knee prosthesis, immediately after the palacos r+g radiopaque bone cement distributed by zimmer was used during the surgery. My mother went into cardiovascular shock with severe hypoxemia, hypotension, and pulseless electric activity arrest while in the operating room. After some CPR/acls performed and the surgery completed, she was transferred to ICU where she was maintained on mechanical ventilation and IV needs to maintain blood pressure failed. She died about 9 hours later. The cause of death on her death certificate is "bone cement implantation syndrome."

Manufacturer narrative:
Based on analysis of the information received, the information on the death record indicates, as was originally reported by the patient's family, that the patient died due to bone cement implantation syndrome. Per the information on the IFU, "pressure rise in the medullary canal can cause a temporary fall in blood pressure. In addition to hypotension, pulmonary embolism and cardiac arrest with their potentially fatal consequences have been encountered in rare cases. These cardiovascular and respiratory side effects known as the implantation syndrome are caused by infiltration of bone marrow constituents into the venous vascular system." It is not the monomer or physical properties of the cement that cause cardiac arrest but the fat emboli resulting from compression (pressurization) of implanting cement into intra-medullary spaces. Without an autopsy, which was not performed/received from the hospital, there is no proof of an embolic event. Based on our analysis, no failure or defect of the product occurred. Per the discharge summary and death record, it was suspected that ms. (B)(6) suffered a bone cement implantation syndrome as the events were initiated by the injection bone cement into the femoral shaft. She received aggressive care over the next 8 hours and unfortunately never recovered.

Manufacturer narrative:
No product was returned for evaluation. The review of quality records showed that the batch was prepared in accordance with the requirements the quality management system and all quality control tests have been passed successfully. Furthermore, a review of the storage samples of the identified batches were performed with no indications for a product failure detected. Based on the knowledge and information available, a product deficiency cannot be identified. As mentioned in the IFU of palacos r + g in single cases serious complications can occur such as severe allergic reactions which are associated with cardiac arrest, anaphylactic shock or even sudden death. In order to avoid pulmocardiovascular complications such as pulmonary embolism and cardiac arrest it is recommended that the implantation site be irrigated thoroughly with an isotonic solution (pulse lavage application) before the bone cement is introduced. The investigation was severely limited to the information initially reported, the review of the manufacturing processes, the review of the DHR and the analysis of the storage samples of the lot batches. The available information did not allow confirmation of the reported event or determination of any potential cause.

Event description:
Multiple attempts to obtain additional clinical information from the hospital were conducted with no response received. Should further information be received, a follow up medwatch will be submitted.